Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical dept for an unspecified reason which was reported to have occurred prior to pt use. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.